Manufacturer narrative:
The insulin pump was received with an unresponsive buttons due to corroded keypad traces. No button error alarms noted. The insulin pump was receive with cracked case on the display window corners, cracked display window, cracked battery tube threads and minor scratches on lcd window.

Event description:
Customer reported that the insulin pump alarmed button error and the act button had an intermittent response. Customer replaced the battery and received another button error. Blood glucose value was 230 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.